Manufacturer narrative:
No physical abnormalities were seen on the pump that could contribute to hemolysis, and it is not known how/when the hemolysis resolved. Thus the hemolysis was likely due to patient's condition, and relation to impella is unknown.

Manufacturer narrative:
The investigation for the reported hemolysis and optical signal issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that: optical signal issue: log review during support shows a hard failure of the placement signal, with the raw dp sensor value measuring around 5000 mmhg. The product was returned and the sensor resistance values were measured within specification. The product was run overnight, but the intermittent short was not reproduced in the lab and the ps remained within specification. Hemolysis: no physical abnormalities were seen on the pump that could contribute to hemolysis, and it is not known how/when the hemolysis resolved. The root cause of the placement signal issue was an intermittent sensor short. The root cause of the hemolysis was patient condition. This report is being filed as part of a retrospective review of historical records.

Event description:
Additional placement signal was lost, was reported.

Manufacturer narrative:
The impella rp pump was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a 44 year old black or african american male patient had impella rp pump inserted for right ventricle failure (rvf) post left ventricular assist device (lvad). The patient had hemolysis and pump was removed.